Event description:
It was reported by the patient that a storm went through and knocked power out to carelink. Was sent a new power cord, but when connects to carelink, all his home phones stop working. Will be sent new carelink. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.